Manufacturer narrative:
Received a medwatch report (mw5042209) on 07/07/2015 from the FDA.

Event description:
Ref mw5042209.

Manufacturer narrative:
Received a phone call from the patient on 07/28/2015 requesting the catalog number and lot number of the bard g2 filter, the filter was deployed on (B)(6) 2008 and removed successfully on (B)(6) 2015. The patient reported that she requested this information from the facility; however, the facility stated they did not have the catalog number and lot number of the bard g2 filter. Per request from the patient to bard field assurance about the catalog number and lot number of the g2 filter, this information was also unattainable from the facility per additional requests made by field assurance during the initial investigation. During the phone conversation additional information was obtained from the patient that was not previously reported by the facility. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based on the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states warnings/potential complications. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately seven years post vena cava filter deployment patient was admitted for chest pain and experienced a myocardial infarction. During a cardiac cath lab procedure a detached filter limb was discovered in the heart, and a detached limb embedded in the ivc wall. The detached filter limb in the heart was not attributed to the patient's myocardial infarction. Past medical records indicated the detached from the heart was identified in the heart for some unspecified time. Three days post myocardial infarction the vena cava filter and detached limb in the ivc wall were retrieved successfully. The detached limb in the heart was identified to be in the pulmonary artery. No attempt is made to capture retrieve the detached limb in the pulmonary artery. The patient is reported to be hemodynamically stable.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The filter has not been returned. Therefore, a device evaluation could not be performed. In addition, images were not returned. The investigation is currently underway. The information provided by bard represents al of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.